Event description:
Reportedly, the remote report for kora 250 dr s/n (B)(6) sent on 9 february 2024 was blank.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as the remote report from 9 february 2024. - the observed issue resulted from the incorrect definition of a parameter buffer during the generation of the idf file, leading to the impossibility to display the report. - this case is recorded for trending purposes.

Event description:
Reportedly, the remote report for kora 250 dr s/n (B)(6) sent on 9 february 2024 was blank.